Event description:
Per medwatch notice: mw5180446: "it was reported that during a clinic visit, the patient with the pacemaker system reported a syncopal episode. Device was interrogated and found to have a lead safety switch (lss) from bipolar to unipolar configurations due low out of range pacing impedances on this right ventricular (rv) lead. Technical services (ts) was consulted for further review due to suspicion of loss of capture (loc) of the rv lead in bipolar configurations. It is noted that the lead is a non-(B)(6) lead. Ts reviewed the data and discussed possible causes recommending x-ray images and possible lead revision procedure. No adverse patient effects were reported. This non-(B)(6) rv lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b) (2)."